Manufacturer narrative:
(B)(4).

Event description:
It was reported that partial deployment of the stent occurred. The target lesion was located in the bifurcation of the left superficial femoral artery (sfa). A 6fr sheath was placed and a 6x200x130mm innova¿ stent was advanced to the lesion. Upon deployment, the stent only deployed about half way and the stent delivery system (sds) would not allow the stent to completely deploy. A left femoral artery cut down procedure was performed and the stent was cut in half. Only half of the stent was deployed in the lesion and the other half was removed from the patient's body. Angioplasty was performed and an additional stent was then implanted to fully cover the lesion and the procedure was successfully completed. The patient was then placed in the intensive care unit overnight. The patient was doing well with good vascular flow.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova stent delivery system (sds) with an unidentified guidewire. The there was blood in the handle and shaft. The guidewire was protruding 55cm from the inner shaft and 97.75cm from the clip. There were numerous kinks and buckling throughout the shaft of the device. The inner shaft was detached/separated approximately 12cm from the clip. The middle sheath was detached from the retainer sheath retainer. The outer shaft was detached from the outer sheath attachment. The tip was detached/separated and not returned for analysis. The handle was received opened and disassembled when received. During analysis the handle components were inspected. There was no damage or irregularities to the handle or the components inside the handle, also all the components were accounted for inside the handle. The stent was not received for analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that partial deployment of the stent occurred. The target lesion was located in the bifurcation of the left superficial femoral artery (sfa). A 6fr sheath was placed and a 6x200x130mm innova¿ stent was advanced to the lesion. Upon deployment, the stent only deployed about half way and the stent delivery system (sds) would not allow the stent to completely deploy. A left femoral artery cut down procedure was performed and the stent was cut in half. Only half of the stent was deployed in the lesion and the other half was removed from the patient's body. Angioplasty was performed and an additional stent was then implanted to fully cover the lesion and the procedure was successfully completed. The patient was then placed in the intensive care unit overnight. The patient was doing well with good vascular flow.